Event description:
The clinic requested equipment service after noting a leak from the air separator. Gambro technical service (gts) diagnosed a leak from the seam of the air separator. The assembly was replaced but was not returned to the MFR for failure investigation. The failure mode, however, was diagnosed in the field, allowing the MFR to reach a reasonable conclusion. No pt involvement was reported.